Manufacturer narrative:
The device was not returned for evaluation; however, log files were reviewed and showed that only one of three ECG segments met ventricular fibrillation (vf) criteria and was classified as shockable, while the other two were not. Per the shock algorithm, at least two of three segments must be shockable to advise a shock; therefore, the device appropriately did not advise a shock. The device was determined to be functioning as intended within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 98- year-old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.